Event description:
Related manufacturer report number: 2916596-2022-11181: it was reported that the patient presented to the emergency department (ed) with altered mental status. A computerized tomography scan was performed indicating no signs of bleeding. The patient's initial lab work showed the patient international normalized ratio (inr) was 8.5 with a hemoglobin (hgb) level of 4.5. They received a transfusion of 1 unit of blood after which their hb dropped to 8. These results were thought to be highly suspicious and inaccurate. The labs were repeated. On interrogation of the patient's system controller. It was discovered that the patient had a low flow alarm on (B)(6) 2022 at 1522. The patient had a history of many pulsatility index (pi) events. Of note the patient's fluctuating volume status correlate with the patient's dialysis treatment. Additionally, a no external power alarm occurred in the clinic during power source exchange. A review of the log files revealed persistent pi events throughout the log. A low voltage hazard/ no external power event occurred on (B)(6) 2022 at 1427 while the patient was on the mobile power unit (mpu). The mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. The total event lasted about 8 seconds. A lone low flow event occurred on (B)(6) 2022 at 1522.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu), serial (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day (16may2022 from 06:36:35 - 16:23:49 per timestamp). No external power alarms were active in on 16may2022 at 14:27:38 ¿ 14:27:46. The alarms were caused by a loss of ac power to the unit. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 01jun2022 stated that the no external power event was likely to have been caused by user error during patient transfer, the mpu has a v-lock connector, the ac power cord did not come loose from the outlet or the unit, there were no environmental circumstances that caused the event and no product was exchanged or will be returning. Additional information provided on 15jun22 stated that it was confirmed that the no external power event was caused by changing power sources in the clinic by a long-term acute care facilities (ltach) provider. Additionally, the patient expired on 18may2022. The death was not considered to be device related which operated as expected. The root cause of the reported event was conclusively determined to be caused by user error. Heartmate iii instructions for use (rev. C) section 7 entitled ¿¿¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.